Event description:
Customer alleged that the right rail is not staying in the up position. Customer stated that the patient was not injured due to the right siderail not latching. Technician found that modification 380 had not been performed on this bed. He performed modification 380 and the siderails functioned properly.